Event description:
Medtronic received information that during removal of the lmpella rp device from the hemostatic sheath in right groin, a thrombus was noted with this associated device. The thrombus was mechanically evacuated with sequelae and the device was successfully removed. No additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).